Event description:
It was reported that during a supply change the applicator separated from the infusion site, and the ilet user completed a guided site change and resumed insulin delivery. There were no reported adverse clinical effects. Outcomes included no alerts, no alarms, and no need for additional assistance. Investigation included troubleshooting and user education provided by support. Investigation of this case revealed a use error consistent with infusion set deployed incorrectly. It was concluded, based on previously established findings for similar reports, that user technique and device handling were the most likely contributors.